Manufacturer narrative:
An event regarding foreign matter involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device or photographs are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the surgeon was doing a washout (hip/liner exchange) and when they opened the 36mm biolox head there was something that appeared to be a small black hair on the implant. The implant was pulled off the field and another one was opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon was doing a washout (hip/liner exchange) and when they opened the 36mm biolox head there was something that appeared to be a small black hair on the implant. The implant was pulled off the field and another one was opened.